Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a thrombectomy procedure, the patient expired. Patient presented to the ER earlier in the day with severe leg pain. Following an investigation a massive uterine tumor was found. Patient underwent surgery for removal of the tumor. A massive ileo - femoral clot was also noted. The physician placed an ivc filter during surgery to prevent embolism. Thrombectomy was performed with an angiojet® solent¿ proxi icatheter. The physician did not use tpa for power pulse or rapid lysis due to the fresh surgery. He stayed within the max angiojet run time parameters, angioplasty was performed twice post thrombectomy and got really good results. Patient was talking to the nurse with no issues. 5-10 min after the procedure was completed the patient coded. The code team came and tried to recover patient with no success.